Event description:
Inop condition. Not on a patient. No patient harm.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of april 15, 2015, the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a follow-up medwatch report will be submitted.